Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the filter deployment issues occurred. The patient was undergoing filter placement in the inferior vena cava (ivc) with a greenfield¿ filter. The filter was able to be deployed however, the filter would not open adequately as the legs were stuck. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.